Event description:
Information received indicates the stretcher will not go into the trendelenberg or reverse trendelenberg positions.

Manufacturer narrative:
The technician replaced both worn trend gas cylinders to repair the stretcher.